Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent alarms occurred. A review of t:connect by tandem technical support verified multiple intermittent occlusion alarms. Customer's blood glucose ranged from 80-400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.